Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. During testing there was high threshold. During a coronary bypass procedure, it was found that the lead had perforated the right ventricle and the surgeon cut the lead. An extraction procedure was later performed and during the extraction, the rv lead and all leads that were previously surgically abandoned were extracted as the physicians preferred not leaving inactive leads in the patient. There were no additional adverse patient effects reported.